Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube case found on 24-nov-2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, broken belt clip rails, serial number label missing, cracked retainer ring. Cosmetic damage was confirmed at the battery tube case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack on back side along battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.